Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 224 mg/dl. The customer that the insulin pump was not working. It was reported that they were not receiving bolus and was in the hospital for a week. It was reported that the insulin pump wouldn't work anymore after trying to turn it back on took it to physician and they recommended that it be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board.